Event description:
It was reported that there was lead dislodgement. The right atrial lead (and device) were repositioned and remain implanted and in use. There were no further patient complications reported as a result of this issue.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was lead dislodgement. The right atrial lead (and device) were repositioned and remain implanted and in use. There were no further patient complications reported as a result of this issue. It was later noted the patient died approximately ten months after device implant. Follow up with the clinic reported the patient had last been seen by them (B)(6) 2010 with no problems noted. The cause of death has been requested and not received.